Event description:
It was reported that an asymptomatic patient presented in clinic for a device check after feeling the vibratory patient notifier. The atrial lead exhibited loss of capture and a sensing anomaly. An electrocardiogram showed the lead dislodged. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.